Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-02220. It was reported that both of the patient's thoracic lead and left ipg wound's ipg were not closing properly. It was noted that the patient had an extreme adhesive allergy. As a result, the patient underwent surgical intervention (B)(6) 2023 during which the wound was washed out with no complications.